Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a suprapubic catheter removed (later pt said replaced) yesterday because it had crystals and everything grown on it and they had to laser it out. The patient said the surgeon's nurse called and said dr  wants to turn the interstim back on but can't because the patient does not have the device to turn it back on; it was stolen. Pt said they were told to call medtronic and get a replacement. The patient said they spoke with the other agent (sunmed)about getting the monitor replaced, and the other agent referred them to pats to get the antenna. Pss checked with sunmed and reviewed with pt they do not need to use an antenna. Sunmed will seek to replace the equipment they need (communicator / handset). During the call discussion occurred about their previous stimulator, which used an antenna, being replaced with the newest model that does not use an antenna but no allegations were made against the prior device. During the call pt said that their current stimulator is in the off position. Pt said they had a superpubic put in then had to have surgery to have it removed yesterday the surgeons nurse called said the doctor wants to turn interstim back on but there is no way to turn it back on unless they have the device and antenna and said the patient must